Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) and stent. The safety lock was in position on the rack, when received. Microscopic inspection presented no damage to the shaft. The inner diameter (ID) of the catheter was measured at the distal tip and is within specification. The stent was received partially deployed. The stent was deployed 7mm outside of the shaft. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and the handle of the device. The guidewire was able to pass through the shaft both times with no resistance or issues. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stuck on wire and partial deployment occurred. A 6x80x120 epic stent and a zipwire guide wire was selected for use to treat the lesion. While outside of the patient, the wire was removed with great force and a portion of the stent came out of the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stuck on wire and partial deployment occurred. A 6x80x120 epic stent and a zipwire guide wire was selected for use to treat the lesion. While outside of the patient, the wire was removed with great force and a portion of the stent came out of the catheter. No patient complications were reported.